Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, during breakfast, the patient's cgm was 57 mg/dl but they did not feel any symptoms. Since they were new to dexcom, they did not check a fingerstick reading. The patient has cancer and had a scheduled appointment for chemotherapy that day. The patient's husband mentioned to the oncologist that the cgm was 57 mg/dl so they did not proceed with chemotherapy. The oncologist has bloodwork done and the results showed the bg was 850 mg/dl. The oncologist called an ambulance. When emergency medical technician's arrived, they treated the patient with fluids and took the patient to the emergency room. At the ER, blood samples were taken and the bg was still over 800 mg/dl but the husband could not recall the cgm reading. The patient was treated with IV fluids and 10 units of novolog. During this time, the omnipod 5 pump was removed as well as the dexcom wearable. After a new wearable was inserted, the cgm was reading 391 mg/dl and the doctor discharged the patient after 6 hours. Data was evaluated and the allegation was undetermined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator during breakfast. The reported glucose values fall within the d zone of the parkes error grid when the patient was with the oncologist. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.